Event description:
This incident was found in a review of service history of the amicus after a similar reported incident. This search going back to 1997 revealed only this incident in july 2000. The customer had requested service with the statement "window fell out of the door". Baxter service rep replaced the window to resolve the issue. The potential for injury in this issue was not recognized at the time of the incident. A review of the current incident indicated a possibility for injury if the window falls into the centrifuge while it is running. There were no donor or operator issues in either incident. The instruments were turned off and being cleaned at the time of both incidents.